Manufacturer narrative:
The customer ran several cleaning panels but could not resolve the problem. The field service engineer (fse) went to the customer site and determined that the problem was caused by a blocked flow cell which could not be resolved by cleaning procedures. The fse replaced the flow cell to resolve the issue. Bec internal identifier (B)(4).

Event description:
The customer reported suspecting a blockage causing erratic results on their fc 500 flow cytometer. There was no report of death, injury, or change to patient treatment as a result of this event.